Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator no longer functions due to an electrical storm. The patient advocate stated that the cord melted into the port. A boston scientific company representative advised the patient to remove the communicator from the power and a replacement communicator will be sent together with sensor. Also a return label was sent. The communicator is deactivated. No adverse patient effects were reported.